Event description:
A surgeon reports that a patient complained of pain and blurry vision three weeks following implantation of an intraocular lens (iol). The patient's vision was 20/400 and slit lamp examination revealed iritis, uveitis, and macular edema. The pt was sent to retinal specialist. A vitrectomy was performed in 03/2001 for endophthalmitis. Cultures grew out staphylococcus epidermidis. The surgeon states that the endophthalmitis was probably unrelated to the iol. The pt is improving and their va in 03/2001 was 20/60.